Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of leaks from the reservoir. The customer's blood glucose reading was 136 mg/dl. The customer stated that the location of the leak is from the reservoir compartment. The customer stated that there is a possible leak from the barrel or o-rings. The customer stated that there is fluid under the reservoir compartment and under the lcd display. The customer stated that the pump was not dropped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.